Event description:
It was reported to boston scientific corp that an ultraflex covered esophageal stent was used during an esophageal metal stenting procedure on a male, pt, with a previously implanted stent in the mid esophagus. According to the complainant, a second stent was implanted to treat a stricture in the lower esophagus. The stent was placed successfully and proper positioning was confirmed via endoscopy and radiology. Four days post implantation, the stent migrated to the stomach. The stent was grasped and repositioned to the proper location. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.